Event description:
Eighteen years ago patient had augmentation mammplasty with salin implants. Now has deflated right breast implant and desires to have both implants out and have a breast lift. In 2006, patient underwent bilateral implant removal and mastopexy. Right implant completely deflated. Left implant removed intact with no apparent problem or deflation. No identifying marks on either implant.